Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of a stroke is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's friend reported that the patient experienced a stroke, diagnosis of fibromyalgia, intestinal issues, brain fog, vertigo etc. After implant with breast implants. Manufacturer of the device is unknown. This is for the right side. The explant status of the device is unknown.